Manufacturer narrative:
The user experienced severe hypoglycemia resulting in convulsions and hospitalization while on ilet therapy. Severe hypoglycemia can result in acute neurologic compromise requiring emergency medical intervention and is consistent with the reported ems involvement and hospital admission. Engineering log review confirmed that device data corresponding to the reported event date were available and showed no malfunction alerts and no factory reset. No motor errors were observed, and the ilet was delivering requested insulin and responding appropriately to cgm glucose values. Device data confirm hypoglycemia on the reported event date. Based on available information, a device malfunction was not identified and the cause of the event could not be established. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 04-mar-2026 it was reported that on (B)(6) 2026, the user experienced hypoglycemia with blood glucose (bg) levels reported as low as 39 mg/dl, resulting in convulsions and hospitalization. The user was transported by emergency medical services to the hospital, admitted on (B)(6) 2026, treated with glucose prior to arrival, and discharged (b)(^)2026. No long-term health effects were reported.